Event description:
A user facility reported to olympus during a procedure, the image gets cut out on the visera elite video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation image was not visible was confirmed. The evaluation uncovered inside the connector there was a unknown green chemical, which could cause an image issue. The connector needs to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during a procedure, the image gets cut out on the visera elite video system center. The procedure was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that foreign objects inside the connector might have contributed to the event. For this reason, intermittent image occurred seemingly due to foreign objects and the progression of corrosion of the connector pin. Olympus will continue to monitor the field performance of this device.